Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery error code was found in the device's error log. The device's power management board and internal battery were replaced to address the issue. Additionally, the pollen filter, exhaust fan assy, and 43 micron filter were replaced for maintenance. Repair test, alarm check, battery check, run in tests, and cleaning were performed. The unit operated properly.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery error code was found in the device's error log. The device's power management board and internal battery were replaced to address the issue. Additionally, the pollen filter, exhaust fan assy, and 43 micron filter were replaced for maintenance. Repair test, alarm check, battery check, run in tests, and cleaning were performed. The unit operated properly. The power management board was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board functioned as designed and operated without issue or error codes.